Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report encountering smoke and a burning smell during power up of the cycler. The patient stated that when they powered on the cycler smoke was emitted from the back of the cycler with an accompanying burning smell. At that point in time, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The cycler was unable to power on. Upon investigation, the power supply was found to be faulty as fuse 1 was blown. There was no smoke encountered. The circuit board of the power supply was inspected and there was no burnt component found. A known good power supply was installed, and the cycler power turned on. The functionality check was good. The known good power supply was removed after the completion of the investigation. The voltage verification failed. An internal visual inspection of the returned cycler encountered visual indications of dried fluid found between the pump assembly and display assembly. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The mushroom heads check passed. The cycler was found to have an insect infestation; the cycler will be quarantined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a faulty power supply due to a blown fuse 1.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report encountering smoke and a burning smell during power up of the cycler. The patient stated that when they powered on the cycler smoke was emitted from the back of the cycler with an accompanying burning smell. At that point in time, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Additional information has been requested, however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report encountering smoke and a burning smell during power up of the cycler. The patient stated that when they powered on the cycler smoke was emitted from the back of the cycler with an accompanying burning smell. At that point in time, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The cycler was unable to power on. Upon investigation, the power supply was found to be faulty as fuse 1 was blown. There was no smoke encountered. The circuit board of the power supply was inspected and there was no burnt component found. A known good power supply was installed, and the cycler power turned on. The functionality check was good. The known good power supply was removed after the completion of the investigation. The voltage verification failed. An internal visual inspection of the returned cycler encountered visual indications of dried fluid found between the pump assembly and display assembly. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The mushroom heads check passed. The cycler was found to have an insect infestation; the cycler will be quarantined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a faulty power supply due to a blown fuse 1.